Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-26 ; product serial/lot number: ((B)(6)) ; product type: (0195 - heart valves); not-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. The valve was then implanted in that it was positioned 4 millimeters (mm) from the non-coronary cusp (ncc) and 5 mm from the left coronary cusp (lcc). An aortogram was then obtained, which revealed that the valve had shifted upwards, in that it was now positioned -1 mm from the ncc and less than 1 mm on the lcc. The attending physician then decided a prepare a second non-medtronic (sapien) transcatheter valve. While attempting to implant the second valve, the medtronic valve further dislodged. A snare was then utilized to position the medtronic valve higher in the ascending aorta in order to stabilize the valve and appose to the vessel walls. The second non-medtronic transcatheter valve was then successfully implanted. The procedure was completed and the patient was hospitalized. Due to the valve dislodgement, a 1-hour procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event.